Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported inpen no longer connects to the phone. Troubleshooting was performed and the issue was not resolved. No harm requiring medical intervention was reported. The customer will discontinue to use the inpen and the inpen will be returned for analysis.

Manufacturer narrative:
Base line functionality test : pass. Displacement dose accuracy: pass. Paired with commercial app using 24.5 units. Inpen passed baseline and wireless functionality. App logbook displayed: 15,15,15,15,15,15,15,15,15,15. No problems found with this inpen all functions tested ok. Serial number: (B)(6). Lot ID: b0683. Software version: 3.8.5 color: blue battery life remaining: < 11 months first bond date: 6/17/23 initial battery %: 87 last bond date: 7/30/23 last battery %: 84 user mobile device: s9 android 5.7.14 testing mobile device: iphone 11 ios: 16.3.1 customer concern: inpen no longer connects to the phone. Per visual inspection: no physical damage to cartridge holder or inpen shell and cap. The inpen paired to the commercial app. Inpen passed baseline and wireless functionality. App logbook displayed: 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u. Pending further investigation performed in san diego location. In conclusion: per san diego location: inpen passed base line functionality test and displacement dose accuracy. Paired with commercial app using 24.5 units. Inpen passed baseline and wireless functionality. App logbook displayed: 15,15,15,15,15,15,15,15,15,15. No problems found with this inpen all functions tested ok. No communication to mobile device was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.